Manufacturer narrative:
The failure investigation has been completed and the wake button issue was verified. In addition, the cartridge change error was verified in the pump logs; however, no failure was identified. However, based on the analysis, the minimum fill notification issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a cartridge change error when attempting to load a cartridge. The customer loaded a new cartridge successfully. Subsequently, the customer reported that the wake button was unresponsive. Reportedly, it took a lot of force and the customer had to hold the wake button to turn it on. During troubleshooting with tandem technical support, the displayed turned on when the pump was plugged into a power source. Additionally, the customer was able to access the pump features. The customer's blood glucose level was 195 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.